Manufacturer narrative:
On 25-mar-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. Patient also required chest compressions. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31452666l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-dec-2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date and manufacture date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. Patient also required chest compressions. After the ablation on the left atrium, the patient's blood pressure dropped. The physician used the ice (intracardiac echocardiography) and tte (transthoracic echocardiogram) to verify that a pericardial effusion was developing. Immediately, a pericardiocentesis procedure was completed but the effusion became larger. Intervention included pericardiocentesis, chest compression, cardiothoracic surgery to repair hole by cracking the chest and surgically repairing in cvor (cardiovascular operating room). Patient required extended hospitalization (patient was intubated in the ICU). Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion, no evidence of steam pop.